Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they had a horrible experience with the trial in 2024. They were sticking wires and they couldn't find a vein and they kept pulling it out. They had to lay on their stomach and they were trying to push it in. It worked but it was a horrible experience and when they took it out it was a little painful. The caller indicates that they were considering moving forward with the permanent implant but have questions about the procedure. Reviewed that the permanent implant is a surgical procedure in an operating room. The patient was redirected to their healthcare provider (hcp) to understand what to expect.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.